Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 44 mg/dl. The customer treated her blood glucose level with food. The self-test passed. The customer also experienced a high blood glucose level of 372 mg/dl. The device was not returned.

Manufacturer narrative:
The pump passed the functional tests, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements were normal. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.